Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results.a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: during a laparoscopic appendectomy, after the instrument was reloaded; the jaws of the device would not open. To complete the procedure, a new device was used. No patient injury or extension in surgical time.